Event description:
It was reported the patient has 'persistent atrial fibrillation.' It was noted the event was possibly related to stimulation. Patient is part of study where diagnostics are monitored at each visit and no malfunction has been reported indicating the diagnostics are ok. No additional relevant information has been received to date.